Manufacturer narrative:
Pentax medical video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2019 that occurred in (B)(6). The reported complaint of a worn insertion flexible tube(ift) with the steel braided wire sticking through the ift creating a bump involving pentax medical video colonoscope model ec38-i10f2, serila number (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The user noticed the failure and sent to pentax medical for service. The colonoscope was returned to pentax medical for inspection, repaired, and was delivered back to the customer.